Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 394 mg/dl approximately two hours after a meal announcement and with insulin on board verified in device history. Symptoms included elevated blood glucose without reported acute complications. Outcomes included temporary impairment due to out-of-range glucose for about two hours, with subsequent return to target range without hospitalization or professional medical intervention. Investigation included technical review via phone support of device history, insulin on board, and user workflow, along with troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no definitive device malfunction, and ketone testing was performed with no escalation reported. It was concluded that the event was hyperglycemia with an unclear cause and that the device was dosing insulin as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.